Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and a senior scientist made the following conclusions: the measured rate of the ECG during analysis 1 and 2 were below the threshold which the shock advisory algorithm considers shockable leading to the ¿no shock advised¿ decisions for a shockable rhythm. No device malfunction was observed during this analysis. Physio-control performed a clinical review of the reported patient event and concluded that the device usage may have contributed to the patient outcome. This was determined due to the ECG evidence that the patient needed defibrillation when a ¿no shock advised¿ message was given to the device user, first at +00:00:16 from initial rhythm then a second time at +00:02:26. Manual defibrillation was given 5 minutes and 40 seconds after first ¿no shock advised¿ message.

Event description:
The customer contacted physio-control to report that their device made an incorrect AED shock advisory. The customer advised that the monitor appeared to display fine ventricular fibrillation (vf) for the patient¿s ECG; however the AED shock advisory of the device resulted in ¿no shock advised¿. Thereafter, the patient received 16 successful shocks from the device. The customer advised that there was a 7 minute delay in shocking the patient. After the shocks, the patient went into narrow complex pea at a rate of approximately 40. The patient was transported and pronounced deceased at the hospital. Physio-control contacted the customer in order to obtain additional information about the patient and the event, but was unsuccessful.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device made an incorrect AED shock advisory. The customer advised that the monitor appeared to display fine ventricular fibrillation (vf) for the patient¿s ECG; however the AED shock advisory of the device resulted in ¿no shock advised¿. Thereafter, the patient received 16 successful shocks from the device. The customer advised that there was a 7 minute delay in shocking the patient. After the shocks the patient went into narrow complex pea at a rate of approximately 40. The patient was transported and pronounced deceased at the hospital. Physio-control contacted the customer in order to obtain additional information about the patient and the event, but was unsuccessful.

Manufacturer narrative:
Outcomes attributed to the ae of the initial medwatch report was blank. Outcomes attributed to the ae of the initial medwatch report should be "death."

Event description:
The customer contacted physio-control to report that their device made an incorrect AED shock advisory. The customer advised that the monitor appeared to display fine ventricular fibrillation (vf) for the patient¿s ECG; however the AED shock advisory of the device resulted in ¿no shock advised¿. Thereafter, the patient received 16 successful shocks from the device. The customer advised that there was a 7 minute delay in shocking the patient. After the shocks the patient went into narrow complex pea at a rate of approximately 40. The patient was transported and pronounced deceased at the hospital. Physio-control contacted the customer in order to obtain additional information about the patient and the event, but was unsuccessful.